Manufacturer narrative:
The insulin pump received a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump and no ramping numbers anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 155 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that he was watching tv and he took the battery out of the pump for an hour and put it back in. Customer tried to give himself a bolus but the numbers started ramping up. Customer took the battery out again and left it for a couple of days now. Customer stated that the pump turns on and if he is able to program 3 units, it delivers but the numbers are going without his input. Customer stated that he is on manual injections. Customer stated that he was wearing his pump on his underwear just like normal. He had shorts on but doesn't believe anything could be pressing against it. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.